Manufacturer narrative:
The insulin pump received with operating currents within spec. The pump passed self-test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No weak battery alarms were noted. The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 448 mg/dl. The customer treated with a shot. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.